Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure while closing the pocket the left ventricular lead dislodged. The lead could not be repositioned. The lead was not used and a new epicardial lead was implanted on (B)(6) 2015. No patient symptoms were reported.